Event description:
It was reported that high, out of range hv lead impedance was observed. The vector configuration was reprogrammed. Patient will be monitored with routine follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.